Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was non-emergent. During the procedure, multiple system restart attempts were performed; however, system functionality was not restored. The procedure was completed later following repair of the system. No deterioration in the patient¿s condition was reported. The system was not under a philips service contract; therefore, philips did not perform an on-site evaluation. Service activities were performed by a third-party provider. The third-party provider identified an issue with the x-ray tube. Replacement of the x-ray tube, followed by system calibration, restored normal system functionality. Based on the limited available information, philips is unable to determine the root cause of the reported issue. No further technical investigation was possible. The codes were updated based on investigation outcome. Health impact code/ patient outcome codes were corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. -----------------------------------------------------------------------------------------

Event description:
It was reported to philips that during a scheduled cerebral angiography, the physician had positioned the catheter under fluoroscopy and was preparing for the angiography by connecting the high-pressure injector when the system reported an error and was unable to expose. Consequently, the cerebral angiography was canceled, and the patient was returned to the ward. There was no allegation of serious injury. An investigation into this complaint has been initiated by philips.